Manufacturer narrative:
.

Event description:
As reported by a home care representative "...a patient's mother went to change the probe that morning and found exposed wires and a burn on patient's toe."